Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a patient (pt) regarding the pt's implantable neurostimulator (ins) . The reason for call was caller stated that patient presented to ER last night because their stimulation was too high and when they attempted to turn it down with their programmer, it wouldn't turn down and wasn't working. Caller didn't know specifically what was coming up on the screen or why it wasn't working but stated programmer had new batteries. The caller was not with the patient. The caller was redirected to have patient call patient services for further troubleshooting as caller wasn't able to perform troubleshooting with the patient on the call. Pt called in stating they could not turn stimulation off. Pt let their ins battery go out in charge saturday and yesterday when they recharged it back up they felt unexpected stimulation. Pt turned stimulation off, switched groups, and decreased intensity levels but that did not help. Pt verified they had no recent falls. Pt was provided the national answering service phone number and redirected to their doctor.

Manufacturer narrative:
Continuation of d10: product ID 97740, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they were directed to their manufacturer representative (rep) who shut off their device. Rep and pt came to the conclusion that an updated battery would be the best way to go. Pt noted the stimulator was off now. The issue has not been resolved yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient and a manufacturer representative (rep). The rep reported that there was no scheduled explant or device replacement date at this time. The cause of the stimulator adjustment issue was not known. The patient was able to turn down the stimulator completely but still felt tingling in their legs. The same thing happened with turning the device off completely. When the rep met with the patient in the following days, they confirmed that it was off. The rep then turned it back on and made adjustments with no change seen in the tingling. The rep then turned the device off and told the patient to give it time if there was concern for overstimulation and residual tingling from over irritation of the nerves. This improved after 3 to 4 days. The patient stated that they were referred to neurosurgery, but no plans were made at that time. The rep will follow up with the patient if they had decided they wanted a replacement and was deemed to be a candidate by neurosurgery. The rep will contact the patient and find out if there were any updates.